Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho-fiber videoscope's biopsy channel was damaged. The issue occurred during setup. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Based on the results of the investigation, the reported issue was able to be confirmed. Device evaluation found pinhole on the channel (ch-tube) and water tightness was lost. In addition, evaluation found the image guide (ig) bundle has foreign objects; based on investigation, the root cause of the reported failure cannot be conclusively identified. Probable cause could be due to handling/use issue. Olympus will continue to monitor field performance for this device.